Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's leads had migrated out of the epidural space. This was confirmed with an x-ray. The patient had their leads replaced and the issue was resolved. The patient's medical history includes chronic pain, arthritis, and h/o CABG. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product type accessory, product ID neu_siliconeanchor, lot# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2018. Product type accessory, product ID 3550-39. Additional review indicated results code and method code is no longer applicable to the event. Product ID# 3778-60 ,sn: v309557034 analysis identified setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Setscrew impressions were observed in the insulation on the proximal end of the lead. Analysis determined the setscrew impression was not in the correct location. Product ID# 3778-60, sn: (B)(4) analysis identified that the {x} conductor(s) was/were broken in the distal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Product ID# 3550-39, sn: unknown analysis identified that the titanium insert was separated from the silicone portion of the titan anchor. If information is provided in the future, a supplemental report will be issued.